Event description:
Report 2 of 2. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) patient sample resulted as sars covid, flu a, and flu b negative from a veritor analyzer. The user visually read the test cartridge and questioned the negative results due to a line observed, which the user thought indicated a positive result. The same test cartridge was then reran on a different veritor analyzer and a positive result was obtained. The user was unsure which antigen was positive upon repeating and could not provide additional information. There were no health impact or consequences reported. (B)(4).

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. The information for the 510k is as follows: g4. PMA/510(k)#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) patient sample resulted as sars covid, flu a, and flu b negative from a veritor analyzer. The user visually read the test cartridge and questioned the negative results due to a line observed, which the user thought indicated a positive result. The same test cartridge was then reran on a different veritor analyzer and a positive result was obtained. The user was unsure which antigen was positive upon repeating and could not provide additional information. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges discrepant results when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number unknown. The customer reported that they are receiving discrepant results with the kit. They report that right after the test, they would see a line on the cartridge that looked like a positive test line and would re-insert the cartridge on a different analyzer. Upon repeating, they would receive a positive result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. It is not recommended to re-insert a cartridge once it has been read. If there is a retest desired, it is advised to recollect the sample and test on a new cartridge. There were no corrective actions taken at this time.